Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: the patient underwent an open parastomal hernia procedure. Post operatively, the mesh was stuck to the intestine and caused a prolonged fever of the patient. The mesh was not folded at the two violet expander junctions and was not folded facial side against facial side. The mesh was not cut prior to implantation. The appearance of the mesh was normal. The fixation system was a tacker with sixty fixation points and a 12 mm trocar was used. The wound was closed with sutures. Post procedure the patient had a prolonged fever and the doctor therefore performed CT scan and discovered the bowel is sticking to the mesh. The surgeon re-opened the wound and confirmed the sticking and corrected the issue. The collagen side of the mesh was facing the visceral. No other symptoms have been reported. No infection was reported. The patient had no further injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: as per the additional information received, no bowel injury during the intraperitoneal composite mesh repair. The bowel was found to densely adhered to the side of mesh with anti-adhesive coating. They also reopen the wound and double confirm the sticking. Collagen side is facing the visceral. Current status of the patient: alive.